Event description:
The patient presented to the ed 3 months ago with complaints of chest pain & ICD beeping x2 that day. Work-up revealed patient to have chronic obstructive pulmonary disease (copd) exacerbation and pneumonia (pna). The ep consult 5 days later with interrogation of device showed right ventricular (rv) lead impedance 2144 ohms. Lead oversensing. Therapy portion of lead turned off in order to eliminate the risk of inappropriate shock. The next day, a stress test performed with patient's left ventricular ejection fraction (lvef) 50%. The patient was having arterial blood gases throughout hospital stay with pco2 at 80mm. Ep attending noted that patient was not a candidate for sedation or anesthesia. Left ventricular (lv) function improved to mild lv dysfunction. The ICD should not be revised at that time. Patient seen in office for follow-up last month x 2. After discussion with pulmonary attending, patient was scheduled for ICD revision. The patient had explantation of old ICD and implantation of new ICD generator with rv lead capped and new ICD lead inserted.